Event description:
Customer reported that the lancet would not retract into the softclix lancet device. No accidental stick or adverse event reported. Technical support sent new device. Customer advised to return suspect device.